Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 6298677. Investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe in an open blister pack from lot # 6298677. Customer states that there is liquid in the syringe. The returned syringe was examined and exhibited a small amount of clear liquid inside the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. CAPA # (B)(4) has been opened to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). It is unknown if a sample will be returned for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen in a bd microfine insulin syringe before use. There was no report of injury or medical interventions.